Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis was able reproduce and confirm the reported complaint of no output sound upon testing the iesu on an in-house system in normal mode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting no confirmation sound from integrated electrosurgical unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced erbe to resolve an issue with erbe's confirmation signals. The system was tested and verified as ready for use. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, integrated electrosurgical unit (iesu) did not emit the beep sound while firing monopolar and bipolar instruments. The customer received assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer power cycled iesu, but the issue was not resolved. The isi tse had the customer use another power outlet and then power cycle the system, but the issue persisted. The customer used an external generator to continue with the procedure. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information. The system functionality was checked upon powering on the system. The unit powered on without errors. The procedure was completed robotically using the external generator.